Manufacturer narrative:
Device evaluated by MFR: the wire was received loaded in the hoop. The visual inspection was performed and the device presents: the distal tip unraveled, the body wire peeled and jumped coil, as part of overall visual revision at 158.7cm approximately from the proximal end. The outer diameter measurements met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a ureteral stone extraction treatment procedure, a guide wire coating issue occurred. An 035/180 amplatz super stiff guide wire was used to treat the ureters. At an unspecified time, the physician noticed that the coating of the guide wire was not on it. The procedure was completed with another of the same device. No patient complications were reported and the patient status was fine.